Event description:
Boston sci resolution clip device used by physician without the protective sheath on (B)(6), 2014. The clip was lodged in the scope channel even after cleaning and high level disinfection in medavator's advantage plus. The scope was then used the next day (B)(6), 2014 on this pt. When the staff use a cleaning brush intraoperatively dislodging the clip from the previous day. To clip a polyp biopsy site.